Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1. Gts had the patient cycle power and end therapy. The patient elected to start over with new disposables. Product surveillance contacted the patient who explained he did not notice any visible damage or abnormalities with the cassette. The patient did not know why the error occurred. The patient was unable to provide the lot information and advised they had not yet notified their nurse of the error. The patient stated he was able to resume therapy successfully with new supplies. No injury or medical intervention was reported.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1. Gts had the patient cycle power and end therapy. The patient elected to start over with new disposables. Product surveillance contacted the patient who explained he did not notice any visible damage or abnormalities with the cassette. The patient did not know why the error occurred. The patient was able to provide the lot information and advised they had not yet notified their nurse of the error. The patient stated he was able to resume therapy successfully with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).